Event description:
The reporter indicated a 12.6mm vticmo_12.6 implantable collamer lens, -10.50/3.0/082 (sphere/cylinder/axis) was implanted and removed on (B)(6) 2023 due to lens stuck in cartridge or injection system. No patient injury was reported. Cause was "poor patient cooperation".

Manufacturer narrative:
Additional information; h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
D6a - implant date: (B)(6) 2023 should be added in the intial MDR. D6b - explant date: (B)(6) 2023 should be added in the intial MDR. Claim #(B)(4).